Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient felt shocking sensations in the pocket. The right ventricular (rv) lead exhibited elevated short v-v intervals and noise episodes. Follow-up with the clinic confirmed there was no pocket stimulation. The lead remains in use. No patient complications have been reported as a result of this event.